Manufacturer narrative:
Device display properly. No missing segment or partial display anomaly noted during testing. Device passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer cannot read the insulin pump display. The customer's blood glucose value was 12 mmol/l at the time of incident. The customer was advised to replace the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.